Event description:
A health professional reported that a tritanium pl cage fractured intra-operatively. The procedure was completed successfully with a two minute surgical delay and no adverse consequence to the patient.